Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient revised due to infection. Product was implanted approx 3 weeks prior to revision.

Manufacturer narrative:
The other devices listed in this report: cat. No.: 502-11-54e, trident hemispherical cluster hole shell, lot code: 48086001. Cat. No.: 6051-0830s, secur-fit max 132 hip stem #8, lot code: tm0yk8. Cat. No.: 2030-6540-1, 6.5 cancellous bone screw 40mm, lot code: yy1lra. Cat. No.: 2030-6535-1, 6.5 cancellous bone screw 35mm, lot code: mlpxdy. Cat. No.: 18-3605, delta c-taper head 36mm +5, lot code: 47586202. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient revised due to infection. Product was implanted approx 3 weeks prior to revision.